Manufacturer narrative:
(B)(4) pt identifier) unknown as information was not provided. Age/date of birth) unknown as information was not provided. Sex) unknown as information was not provided. Weight) unknown as information was not provided. Brand name) unknown as information was not provided. Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect platinum filter. Expiration date: unknown as lot# is unknown. Implant date) unknown as information was not provided. Device manufacture date) unknown as lot# is unknown. Investigation is still in progress.

Event description:
Description of event according to complainant: "vena cava filter was placed on (B)(6) 2016 and deployed fine. The physician planned a retrieval for (B)(6) 2016 and when images were taken it was noted the filter had migrated 5cm and tilted 30 degrees. The physician attempted retrieval on (B)(6) 2016, the hook jammed in the renal and the secondary leg pulled up distally. The physician stopped the procedure and rescheduled for (B)(6) 2016. On (B)(6) 2016 the physician attempted retrieval with various devices and was able to get the hook out of the renal but the hook deformed from attempt about 90 degrees. Another secondary leg appeared to be wrapped around the filter. The physician was hooked on the neck of the filter but could not get it into a 16 fr sheath. As the physician asked the district manager to leave the procedure it is unclear how the procedure was completed. Patient was asystomatic." District manager spoke with the physician later on (B)(6) 2016 and confirmed the procedure done that day was unsuccessful but the patient is doing fine.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect platinum filter. (B)(4). Summary of investigational findings: image review confirms filter tilt as well as filter migration, and cannot rule out that filter penetrated ivc. The tilt is significant while the migration is confined to be within ivc. There is no indication of any difficulty during deployment, the filter appears to have been deployed without tilt and in an appropriate location. The filter likely engaged the right renal ostium / vein during implant or the first retrieval attempt, but precisely when is unknown. This retrieval attempt, and a second attempt retrieval attempt, ended up unsuccessful and filter is presumed still inside patient. Patient is reported as asymptomatic. The root cause for the tilt and migration cannot be identified from the available information. Filter tilt may happen during placement or during implanting period, and manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. Under normal conditions, i.e. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. Filter tilt as well as filter migration are known risks in relation to filter implant and are reported in the published scientific literature. Filter perforation might have occurred, and filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor similar events.

Event description:
Description of event according to initial reporter: "vena cava filter was placed on (B)(6) 2016 and deployed fine. The physician planned a retrieval for (B)(6) 2016 and when images were taken it was noted the filter had migrated 5cm and tilted 30degrees. The physician attempted retrieval on (B)(6) 2016, the hook jammed in the renal and the secondary leg pulled up distally. The physician stopped the procedure and rescheduled for (B)(6) 2016. On (B)(6) 2016 the physician attempted retrieval with various devices and was able to get the hook out of the renal but the hook deformed from attempt about 90 degrees. Another secondary leg appeared to be wrapped around the filter. The physician was hooked on the neck of the filter but could not get it into a 16 fr sheath. As the physician asked the district manager to leave the procedure it is unclear how the procedure was completed. Patient was asystomatic." District manager spoke with the physician later on (B)(6) 2016 and confirmed the procedure done that day was unsuccessful but the patient is doing fine.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H2) initial reporter changed. See section e. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 04/06/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to pulmonary embolism. Plaintiff alleges attempted retrieval on (B)(6) 2016. Plaintiff is alleging tilt, device unable to be retrieved, embedded in lateral wall of ivc.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref # (B)(4). Corrected data based on new information received: adverse event and product problem to product problem. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, migration, device unable to be retrieved, embedded in lateral wall of ivc, perforation". Cook will reopen its investigation if further information is received. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.